Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corners and cracked battery tube threads. Unable to perform displacement test and reservoir unable to lock into place due to completely broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged at battery and reservoir compartment. Customer¿s blood glucose level was 117 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.